Manufacturer narrative:
An investigation was performed for the reported complaint. The customer reported for signal loss. Attempt to identify the customer's reported configurations and the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of information regarding the device model, it restricts the ability to identify potential causes of the customer's reported issue. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An application compatibilty issue was reported with the abbott diabetes care (adc) device in use with an iphone, ios version 18.1.1 and app version 2.12.0.8319. Due to the reported issue, the customer received a constant "signal loss" and could not obtain readings. The customer experienced hypoglycemia and was provided glucogen for treatment by a non-healthcare professional. An ambulance was called and a healthcare professional (hcp) only check the customer's ketone level. No further treatment was provided. There was no report of death or permanent impairment associated with this event.

Event description:
An application compatibility issue was reported with the abbott diabetes care (adc) device in use with an iphone (unknown model) with ios operating system version 18.1.1. Due to the reported issue, the customer received a constant "signal loss" and could not obtain readings. The customer experienced hypoglycemia and was provided glycogen for treatment by a non-healthcare professional. An ambulance was called and a healthcare professional (hcp) only check the customer's ketone level. No further treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.